Manufacturer narrative:
Device evaluation: two fast-fix 360 curved needle delivery systems were returned for evaluation without suture or implants. The depth limiter straw for sample one is damaged at its distal end. No physical damage was observed on sample two. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. Additionally, a cd containing video of the procedure was returned and reviewed. It was observed that the surgeon may have double clicked sample one causing the deployment of both implants. For sample two, it appears that the surgeon implanted t1 and withdrew the needle from the field of view causing t2 to be pulled from the needle. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported during manufacture. No root cause related to manufacturing can be established. (B)(4).

Event description:
During a meniscus repair procedure utilizing two fast-fix 360 curved ndl delivery sys, it was reported that after penetrating the meniscus with the first device, both implants (t1 and t2) simultaneously deployed. The physician used a second device and after deployment of t1, the second t fell of the needle. The t1 implant was left in the patient, free floating in the joint. The procedure was completed with a competitor's product. There were no reports of patient injuries or complications.